Manufacturer narrative:
A visual examination of the returned device revealed that the suture was detached/separated from the push catheter and was not returned for evaluation. The suture hole on the push catheter was torn. The push catheter was bent near the handle assembly. The push catheter was ripped/torn close to the proximal end. The proximal end of the pull wire near the handle was severely kinked and exposed. The white cap at the proximal end was detached/separated and not returned for evaluation. The proximal tip of the pull wire was bent indicating that the cap was attached during manufacturing. The guide catheter remained inside the delivery system and could not be retrieved since the pull wire assembly could not be actuated (extended or retracted) due to the damages observed. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) male patient weighing (B)(6). According to the complainant, an initial attempt to deploy the stent was unsuccessful. Although the handle was in an unlocked position, force was required to retract the handle, causing the handle to break off the device and the pull wire to protrude through the push catheter. Clamps were used to retract the protruding pullwire and deploy the stent. The procedure was completed with no reported patient complications. The patient was reported to be fine after the procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) old male patient weighing (B)(6). According to the complainant, an initial attempt to deploy the stent was unsuccessful. Although the handle was in an unlocked position, force was required to retract the handle, causing the handle to break off the device and the pull wire to protrude through the push catheter. Clamps were used to retract the protruding pullwire and deploy the stent. The procedure was completed with no reported patient complications. The patient was reported to be fine after the procedure.